Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, ketones in urine, and high blood glucose of 656mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the nurse to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.